Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge to resolve the issue. Reportedly, the customer experienced a low blood glucose (bg) level ranging from 23 to 223 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.